Manufacturer narrative:
The device was returned and analyzed. Device analysis confirmed the reported lock line inability and material deformation issue. Furthermore, reported difficult or delayed positioning leaflet grasping and image resolution poor during procedure could not be replicated in a testing environment due to they were related to patient anatomy, procedural or operational circumstances. Additionally, the knots were observed in the lock line and the clip was noted to be difficult to close. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported inability removing lock line appears to be due to the reported knots. A cause for the observed knotted lock line and clip close difficulty could not be determined in this incident. The reported leaflet grasping appears to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
This is filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The ntr clip delivery system (cds) (00302u146) was advanced to the mitral valve. Imaging was a little challenging when straddling because the puncture was a bit high. Leaflet grasping was difficult, it took long to get enough leaflet inserted in the clip. During clip deployment, the lock line could not be removed. A lock line knot was suspected. An attempt was made to release some tension in the device (opened the clip a bit and rotated the wheel to neutral position but the lock line did not move). The clip was not implanted and was removed. An xtr clip (00814u129) was advanced, grasping was difficult; it took long to get enough leaflet inserted in the clip. The clip was implanted, and mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.